Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited high thresholds. Many positions were attempted, and the parameters were not acceptable. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.